Event description:
It was reported to us that a revision surgery occured. Patient having pain for 2 months and was getting up from a chair when they felt it break. No falls or strenuous activities.

Manufacturer narrative:
A correction based on new information received.

Event description:
Fracture of left femoral stem was diagnosed. Femoral stem and femoral head were replaced during the revision surgery.

Manufacturer narrative:
Devices were not returned for investigation. New information received is not relevant to the conclusion of the investigation results neither to the clinical evaluation. Refer to the attached file. (B)(4).